Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number m(B)(6), and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured 16 low flow hazard alarms along with intermittent low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08nov2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists neurological dysfunction, and other events, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured low flow events on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. One of the causes of the low flow alarms was determined to be pulseless electrical activity (pea) cardiac arrest. The patient received CPR and was resuscitated successfully. The patient experienced syncope and seizure pre-cardiac arrest.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.